Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was inserted via the internal jugular vein (B)(6) 2009, and medical solution was injected into it. At that time the catheter extension line was found leaking, however, where it was leaking from could not be identified. The catheter remained in place and continued to be used for six days until it leaked again. As a result, the catheter was removed and at that time, a slit in the line was found to be the cause of the leak. There were no reported patient complications. Additional info received on 1/5/10, stated no additional information available.